Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient experienced high blood glucose level, felt sick, dizziness and was throwing up as she did not apply her infusion set correctly, the cannula was not completely inserted into her body, so insulin was not being properly absorbed into the body. Reportedly, she changed her supplies yesterday, but blood glucose level kept on increasing. Therefore, the patient checked her blood glucose level, and it was 100 mg/dl. The pump alarmed for high blood glucose level in the background. She tried to treat it with correction bolus via pump but called 911 for paramedics as she could not get to her supplies. On (B)(6) 2021 (maybe at 04:00 pm), she went to the emergency room where she stayed for 07:00 to 08:00 pm (not to sure). Subsequently, the patient was hospitalized due to high blood glucose level (highest blood glucose level was 1000 mg/dl). Moreover, the infusion set was used for two and a half days. During hospitalization, she received fluids of saline, insulin and unspecified medication (drug name unknown) as corrective treatment, which resolved the issue. On (B)(6) 2021 (four days), she was released from the hospital. No further information available.